Event description:
Surgeon was using clip applier on gallbladder. Once clipped the jaws could not open immediately. It required shaking of the applier to open jaws. The device was set aside and not used on the patient and a new clip applier was utilized.